Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. After delivering a 15.5 unit bolus, the insulin gauge remained static at 105 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.